Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.

Event description:
Boston scientific received information that this patient experienced some sudden brady responses (sbr) which led to syncopal events of an unknown duration. In an effort to determine root cause, the patient was asked when/where the circumstances of the syncope was, and the patient did not recall. A boston scientific sales representative (sr) was called to interrogate the device, and could see no evidence of asystole in the arrhythmia logbook (al). As a result, the device programming was changed to make the sbr more aggressive. To date, there have been no additional adverse patient effects reported.